Event description:
As reported, the balloon of a 6 mm x 40 mm 0.014-inch 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured during the procedure. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6 mm x 40 mm 0.014-inch 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured during the procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. A non-sterile aviator plus .014 6.0x40 142cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a kinked/bent condition was noted on the body of the unit, located approximately at 35, 64.5 and 112.3 cm from the distal tip. No other damage or anomalies were observed at naked eye on the returned device components. An attempt to inflate/deflate the balloon was performed, however a leakage was noted on the middle section of the balloon. Due to the damage found during functional analysis, amplified images of the balloon were taken. A pin hole condition was noted on the balloon of the unit. An analysis was performed on the damaged outer area of the component that presented evidence of plastic deformation and scratches. The findings are commonly associated with conditions caused by interaction with sharp objects or mechanical damage. It is therefore assumed that the plastic material was subjected to mechanical damage that exceeded the material component¿s yield strength prior to the observed condition. Device analysis verified the reported ¿balloon burst,¿ as leakage was observed originating from a punctured region on the balloon surface. The outer balloon surface demonstrated scratch marks and plastic deformations adjacent to the damaged site. The characteristics of the damage indicate that the balloon material may have been compromised by interaction with calcified spicules within the lesion or contact with a sharp external object. Based on the limited information available and the damage pattern observed, vessel characteristics, although not fully known and procedural factors may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. The information available nor product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.